Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00801802802, lot number:63916779, brand name: cocr heads. Catalog number:00811400200, lot number:64046654, brand name: cpt stems. Catalog number:ep-200150, lot number:211640, brand name: act artic e1 hip brg. Catalog number:010000665, lot number: 6378239, brand name: g7 shell. Catalog number:110024464, lot number: 857020, brand name: g7 mobility liner. Multiple reports were submitted along with this report: 0002648920-2022-00093. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced elevated metal ion levels approximately 2 years post implantation. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined that the event is not reportable as there was an error in hospital reporting, and the metal levels were not elevated. Additional information received indicated that the hospital lab initially reported the cobalt levels in the unit nmol/l, instead of ug/l. Correct conversions found that the patient did not have elevated cobalt levels.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event is not reportable as there was an error in hospital reporting, and the metal levels were not elevated. Additional information received indicated that the hospital lab initially reported the cobalt levels in the unit nmol/l, instead of ug/l. Correct conversions found that the patient did not have elevated cobalt levels.